Event description:
Our affiliate is reporting that when activated during a sad, the distal tip of the electrode melted, peeled and flaked off into the body. This was removed with suction. There were no pt consequences as a result of this. (See also related MDR 1221934-2007-00247)

Manufacturer narrative:
The complaint device has not yet been returned to the manufacturer for evaluation. Furthermore, no correct lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event at this time. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. All of the debris was retrieved from the pt and there were no pt consequences. However, if this was to recur and the debris was not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis is identifies any definitive root cause a follow-up report will be filed.